Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump had a cracked screen. The customer's blood glucose was 400 mg/dl. The customer also stated that while they setting the bolus the insulin pump kept going back to 0.0 after they have reached the maximum bolus. The customer was provided information regarding the safety notification letter that was issued regarding the scroll wrap feature. The customer stated that the night prior to the phone call their blood glucose was 300 mg/dl bed but they woke up with blood glucose of 400 mg/dl. The customer had switched to an old insulin pump as a backup and they declined troubleshooting for the high blood glucose. Nothing further was reported.